Event description:
It was reported to tyco/kendall healthcare on 10/01 that a needle had detached and remained embedded after giving their own insulin injection. The needle was extracted in the e.r. The person is recovering well and back to work.